Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported events are inconclusive. Based on the information obtained, the root cause of the reported events are inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature study was conducted on ninety-six eyes that underwent femtosecond laser-assisted cataract surgery and one hundred and ten eyes that underwent conventional phacoemulsification surgery. In the femtosecond laser-assisted cataract surgery group, at postoperative months one, three, and six, endothelial cell loss was highest near the main wound on the patients' eyes, while the other areas showed minimal changes. This report pertains to the femtosecond laser-assisted cataract surgery group involved in the study.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.